Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the physician tried to place the clip in the tissue, it did not close normally, the physician noticed that the clipper was not closing.

Event description:
It was reported that when the physician tried to place the clip in the tissue, it did not close normally, the physician noticed that the clipper was not closing.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, kenosha facility as part of a 50pc. Lot in february of 2017. The returned instrument was evaluated as received and found that the jaws are slightly loose and misaligned and the pivot pin is slightly popped into the outer tube assembly on 1 side thus we are able to validate this complaint. Further evaluation revealed that the handle to jaw mechanism and knob rotation mechanisms are dry and sluggish feeling. Parts were 100%visually inspected and tested at the tecomet, kenosha facility before instruments were sent to the customer. No irregularities were found and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. At this time it is undetermined as to how the jaws became loose and misaligned and the mechanisms became dry and sluggish but mishandling and lack of proper lubrication prior to procedure at the customer facility are suspected.